Manufacturer narrative:
H6 patient codes updated: thrombosis/thrombus e0514 removed from table.

Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician had difficulty crossing the septum with the versacross connect. An attempted transeptal puncture was performed, and the physician was unable to cross the septum. The physician removed the dilator and reshaped the curve. The physician was able to cross the septum on a second attempt, but this was difficult due to the lipomatous nature of the septum. The procedure was then continued and successfully completed with a closure device implanted in the laa of the patient. The patient remained hemodynamically stable throughout the entire procedure. The patient was brought to recovery following this procedure. Thirty (30) minutes later while the patient was in recovery they decompensated. An echocardiogram was completed that showed that there was a thrombus around the left atrium, and the patient had a pericardial effusion with cardiac tamponade. The patient was taken to the operating room to have open heart surgery to repair the perforation in the left atrium. The patient did not recover from this event as care was withdrawn. The patient died as a result of this event.

Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician had difficulty crossing the septum with the versacross connect. An attempted transeptal puncture was performed, and the physician was unable to cross the septum. The physician removed the dilator and reshaped the curve. The physician was able to cross the septum on a second attempt, but this was difficult due to the lipomatous nature of the septum. The procedure was then continued and successfully completed with a closure device implanted in the laa of the patient. The patient remained hemodynamically stable throughout the entire procedure. The patient was brought to recovery following this procedure. Thirty (30) minutes later while the patient was in recovery they decompensated. An echocardiogram was completed that showed that there was a thrombus around the left atrium, and the patient had a pericardial effusion with cardiac tamponade. The patient was taken to the operating room to have open heart surgery to repair the perforation in the left atrium. The patient did not recover from this event as care was withdrawn. The patient died as a result of this event.